Event description:
It was reported that the user experienced a low blood glucose of 55 mg/dl overnight while using the ilet and self-treated with oral carbohydrate (honey), after which glucose returned to range; the user was unsure of the cause and noted having eaten peanut butter earlier in the evening, and planned to speak with a trainer about best practices for treating lows and ilet maintenance. Symptoms included hypoglycemia. Outcomes included resolution of the low without medical intervention or hospitalization. Investigation included troubleshooting and education with the user regarding low-glucose management and device use. Investigation of this case revealed no device malfunction reported or observed, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.